Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone perspiration through the envelope and lymphorrhea/fluid leakage. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported, via regulatory agency, left side "silicone perspiration through the envelope" and "lymphorrhea/fluid leakage." Device has been explanted.